Event description:
Additional information received reported resistance occurred with the pipeline in the distal end of the phenom 21 microcatheter. The cause of the resistance was not determined. The site noted the pipeline did not open prematurely. The pushwire was not rotated or pulled back at any time during the procedure. It was noted that patient vessel tortuosity was severe and it was thought that the vessel bend/tortuosity may have caused the pipeline failure to open. The pipeline was replaced to complete the procedure successfully; the replacement pipeline was delivered and deployed smoothly.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open in the distal and center sections. There was resistance that was felt during delivery. The patient was undergoing surgery for treatment of an aneurysm in the c4 region of the internal carotid artery (ica) with a max diameter of 20.33 mm and a 6.38 mm neck diameter. It was reported that after preparation, the pipeline passed through the hub, and resistance is felt during passage through the catheter. It began to be deployed in order to remove the sleeve; it deployed to the center of the stent and the tortuosity region, but it could not be opened due to a deployment failure. Resheath was performed, but it did not improve, and it slipped off, so it was collected. It was reported there was resistance in the distal section of the catheter. The catheter was flushed with heparin added saline solution during the procedure. The pipeline did not become stuck. There was no catheter damage observed. The deliver pusher was not damaged. The deployment failure occurred in the shaft center and distal stent region. The pipeline was positioned in a center bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline had been resheathed two times or less. There was no operation or another device used to deploy the stent. The stent was removed from the patient's body. There was no damage found on the device or stent. There were no abnormalities with the concomitant catheter. The stent was not opened evenly. Ballooning was not performed on the stent. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU).